Manufacturer narrative:
Added patient codes and device codes. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing "may "came apart during transport. A patient from the or table onto a hospital gurney to take the patient to the recovery area (pacu). The nurse stated that most likely the tubing caught on something between the two beds and said another nurse was able to ¿reattach the tubing.¿ the nurse that supposedly reattached the tubing showed the r staff and I that she can pull the pump segment tubing apart from the hard blue portion of the safety clamp and that she also can reattach the tubing at the same location.